Manufacturer narrative:
The reported obm test failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'check oxygen blending module - trilogy leak'. The service technician states that the motor blower assembly needs to be replaced to resolve the issue, but the customer declined the replacement. Additionally, the base enclosure, trilogy o2 pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, and 43-micron filter were replaced for maintenance. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.